Event description:
It was reported that during a spacer implantation procedure, the spacer cam lobes broke upon deployment. It was noted that the physician did not exert excessive force during the procedure. A replacement spacer was successfully implanted. The patient was doing well postoperatively. The damaged device was retained by the medical facility and will not be returned for evaluation.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.